Event description:
It was reported that the display of the device went completely dark during use. Reportedly, the ongoing ventilation was not affected. The device was replaced. There was no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service. The reported issue could be confirmed. The issue was caused by a failure of the backlight of the screen. The display unit was replaced by the dräger service. The device was tested and confirmed to be operating as per manufacturer¿s specification. If the backlight of the display fails partly or complete, the illumination of the lcd display is no longer fully in function. The screen appears partly or completely dark, and information and curves are barely visible. The ongoing ventilation is not affected and will be continued with the current setting. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.